Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter considered medical device removal and uterine leiomyoma to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media- ablation done with essure, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received. Reporter added. Events- fibroids, ablation done with essure added. Follow up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus") and complication of device insertion ("complication with the insertion of the essure device into the right fallopian tube") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the menometrorrhagia, uterine leiomyoma, uterine enlargement and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menometrorrhagia, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy noted about essure insertion date: (B)(6) 2005 as per mr. Concerning the injuries reported in this case the following were reported via social media- ablation done with essure, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Event medical device removal was replaced with event menometrorrhagia. New event added: complication with the insertion of the essure device into the right fallopian tube and enlarged uterus. Reporters, dob were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (ess205) inserted for female sterilisation. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.